Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high hv lead impedance was confirmed in the laboratory and was caused by a broken can wire in the device.

Event description:
It was reported that the patient received a notification alert for high, out of range hv lead impedance. An in-clinic check confirmed the out of range measurements. The device was explanted and replaced. The patient condition after the procedure was fine.